Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia and a loss of consciousness. The customer was unable to self-treat and healthcare professionals (hcp) were called to the house. The hcp administered a glucose injection and glucose intravenously (IV) for treatment. There was no report of death or permanent impairment associated with this event.